Manufacturer narrative:
Additional info has been requested. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number. MFR date could not be determined without a lot number.

Event description:
Pt was initially instrumented with click 'x placed at l4-s1. Pt developed adjacent level disease and was returned to the operating room. Surgeon removed the construct at l4-s1 and re-implanted at l3-l4 with 6.0mm ti curved rods, 6.2mm ti dual core click 'x pedicle screws, ti click 'x locking caps for ti 3-d heads and ti 3-d head for click 'x screws. Follow-up x-rays showed the rods had slipped out of the screws. Pt had no neuro deficits but did have leg pain. Pt was returned to the operating room for revision to pangea. This report is #6 of 14 for the same event.